Event description:
Pt had right radial aline. Tubing became disconnected at transducer site after flushing tubing. Had to change entire bed. Pt does not tolerate turning sats below 88 - takes 1-2 hrs to recuperate.